Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During unpacking of the 2.75 x 12 mm taxus express2 drug eluting stent, the stent strut was noted to be protruding. The procedure was successfully completed with a cypher stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.